Event description:
During the inspection of incoming goods the distributor found that the a1072 mayfield disposable adult skull pins had an identifiable contamination on the socket portion (white contamination). There was no patient contact or injury. No other information was provided.

Manufacturer narrative:
Integra has completed their internal investigation on 06 oct 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: engineering and quality were able to confirm the customer complaint. During the inspection, there were two skull pins that had some type of foreign material stuck on their surfaces. The device history record for the unit(s) listed in this complaint under lot code: 1161427. A total of 1752 pouches (146 cases with 12 pouches per case) were produced in this lot. A two year lookback in trackwise for this reported failure and or related to "contaminate " for this product family shows that 3 complaints were received including this case, see below. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: engineering and quality were able to verify the customer complaints. The root cause to the contaminants/foreign material on their surfaces cannot be 100% attributed at this time as there is no certainty as to what stage of the manufacturing process (from assembly to sterilization) this may have occurred. The two skull pins were sent out to get analyzed at a lab. This is an isolated incident and will be monitored for trending. A copy of this report will be sent out to the sterilization facility in (B)(4) with the purpose to inform and prevent this from re-occurring.